Manufacturer narrative:
(B)(4).

Event description:
It was reported that suspected externalized conductor was observed via x-ray. All electrical measurements were in normal range. The physician elected to monitor the lead via merlin at home transmission. The patient is in stable condition.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Further information was received and remote monitoring transmissions showed elevated, out of range high voltage impedance measurements. The patient presented to the clinic and fluoroscopic images indicated externalized conductors. The lead was capped and replaced. The patient was stable.